Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a planned lead revision, the right ventricular lead could not be removed from the header port of the pulse generator. Force was applied and the lead broke off in the header port. Both lead and device were removed and replaced.